Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that reservoir was stuck in reservoir compartment due to forgetting to connect tubing to reservoir prior to connecting. It was found that reservoir was not stuck in reservoir compartment. Customer was blind and had cognitive issues. Customer was assisted with filling new reservoir. Customer's blood glucose was 599 mg/dl. Customer reported of not giving himself insulin in two days. Customer was not able to see how much insulin was delivered due to eyesight. Customer was advised to call back should issue persist.